Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the associated defibrillator was unable to detect an ECG signal via these electrode pads. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.